Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
It was reported that the customer was hospitalized with blood glucose levels greater than 700 mg/dl. The customer was still in the hospital, and unable to troubleshoot. Nothing further was reported.